Event description:
It was reported to the biomedical engineer that the epg (external pulse generator) experienced a self-test error. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Lower case, lead flex cover, ring cover, and battery drawer are contaminated. Side bail covers are broken. One side bail and ring are bent. One side bail is missing.